Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage or evidence of hot to hold was observed. No corrosion was observed. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and no evidence of hot to hold was observed. The off current was measured to be within specification range. Performed a visual inspection on the returned reader and no signs of damage or corrosion was observed.reader passed self-test. The battery and sleep current was measured within the specification. Reader was also monitored under thermal camera during operation, where no abnormal hot spots were observed. Visually inspected the returned usb cable and observed burn marks around micro-usb connector. Performed a continuity test on the returned usb cable using cable tester and found short circuit on pins 2 and 3. Usb cable is used only for charging and connecting to a pc. The reader's usb port was tested using a known good usb cable and observed that the returned reader was able to properly charge when connected to a known good power adapter and was able to communicate with a pc. No hot spots were observed when charging. Attempted to test whether the damaged usb cable is able to connect to the returned reader and observed that the damage does not allow the usb cable to fit in the usb port of the returned reader. The returned reader was unable to detect the damaged cable. Therefore, the damaged usb cable did not contribute to the customer's complaint. There was no evidence observed that would cause the reader to become ¿too hot to hold" as reported by the customer. The customer did not return the adaptor. Therefore, this issue is not confirmed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The DHR for the libre reader indicated by the serial number provided by the customer and kit pack for verification of correct cable and adapter was reviewed. The dhrs showed the libre reader passed all tests prior to release and correct cable and adapter was part of the kit pack and there was no indication that the product did not meet specifications. If partial product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold. No further details are available at this time. It is unknown if the customer's device was too hot to hold during use or while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
The customer's product has been returned for investigation. A follow-up report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold. No further details are available at this time. It is unknown if the customer's device was too hot to hold during use or while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.